Event description:
A valiant captivia thoracic stent graft system was implanted in a pt for a prophylactic endovascular treatment approx 20 months ago. The pt had undergone back surgery to correct degenerative scoliosis, and because an orthopedic screw in the peri-aortic tissue could potentially damage the aorta, the physician elected to implant the valiant captivia thoracic stent graft. The aorta had mild tortuosity and was 23 m in diameter. Access vessels were 9 mm in diameter, mildly tortuous, and mildly calcified. It was reported that the valiant captivia stent graft partially covered the left subclavian artery. Post-operatively, the patient had a cerebrovascular accident, which required medical intervention. At a follow-up approx 2 months post-implantation, no issues were noted. At a follow-up 6 months post-implantation, a dissection in the right external iliac was observed. No intervention was reported. The investigator's assessment of the dissection event with the device has not been provided. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (vessel perforation/dissection/rupture). Results/conclusions: (device was implanted for prophylactic use).